Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation: 1. Root cause investigation technique(s) used and selected technique(s) rationale: review of product routers, interview with supervisor, review of the dhf at the upper and lower level manufacturing processes, review of risk documents, reviewed the manufacturing process, reviewed preventative maintenance records. 2. Document root cause or reason root cause could not be determined: no root cause could be determined. Analytical testing was completed to try and determine cause of failure mode of material disintegrated. The results indicated no anomalies were found in the material and no root cause could be determined based on the testing. In addition, the manufacturing process was observed, and records reviewed for equipment and maintenance. 3. Bounding and containment all material related to this lot has been consumed. All other part numbers related to this product family was not contained as 100% inspection is conducted. 4. Conclusion this failure mode was isolated to one lot. There is no history of complaints or ncr's related to this failure. Currently the risk documentation captures this failure mode and the occurrence rate is low, dsm will continue to monitor complaints and occurrence rating for this failure mode. Rem-007352 will be closed to include the testing conducted for this investigation no further actions will be completed, and this complaint shall be considered closed. Device history lot part: 08.510.541s, lot: ds7001864, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: march 05, 2019, expiry date: dec. 01, 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information the plaque was eroded at the opening of the packaging, so it was not be used. Other plaques from another brands were set up. Use of a plaque from another manufacturer but it seemed to not fit well to the patient according to the surgeon. This incident led to a surgical delay but the customer cannot provide the delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the customer discovered the device was defective. When opening of the plastic film, the surgeon discovered that the device had disintegrated. This report is for one (1) synpor orbital floor plate 30mm/0.8mm thick-sterile. This is report 1 of 1 for (B)(4).